Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿white blank screen¿. The unit was triaged and the reported issue was confirmed. During the investigation it was noticed that the device backlight had a slight fading to the leftmost side. The fading did not affect the readability of the display. A test lcd screen was installed on the device and the backlight worked properly, isolating the fading to the original lcd screen. The potential root cause is due to the original lcd screen. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/31/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The unit had a blank white screen.